Event description:
It was reported that the pacemaker-dependent patient presented in-clinic for normal follow-up. Intermittent loss of ventricular capture was observed when the patient took deep breaths. The lead was successfully repositioned. The patient is doing well.

Manufacturer narrative:
(B)(4).